Manufacturer narrative:
Findings: pump was received with intermittent buttons response due to corroded keypad traces. No numbers scrolling up or button sticking noted. Unit had scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It is reported that the customer had high blood glucose levels of 308 mg/dl. The customer reported that the keypad of the insulin pump was stuck and unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.